Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Patient reached out to wright via (B)(6) personal message. Provided a pdf with description of incident and x-rays: "since (B)(6) 2017, I have a new aequalis reversed ii shoulder system, thanks to which, after several months of physiotherapy, I was able to raise my arm again after 17 years of not being able to do it. I felt very happy with my new prostheses because I could practice cycling again, but a month ago, on (B)(6) 2018, after climbing two floors with a fourteen pounds suitcase in each arm, (15 lbs. Each), the rx showed the broken and disassembled prosthesis. Could someone of wright medical group explain to me why this fault happened and what is the procedure to follow? My doctor is baffled since he had never seen a similar prosthesis disassembly and I am completely incapacitated. On (B)(6) 2018, the patient couldn't raise arm after carrying 2 suitcases up 2 floors. The revision surgical intervention was planned for (B)(6) 2018, but my surgeon preferred to consult my case with the best surgeons in the world in the (B)(6) international shoulder course on (B)(6) 2019. "

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.